Event description:
It was reported that, during an arthroscopy, the fast-fix 360's t1 implant fell off from the inserter before being pinned to the meniscus, and the t2 implant could not be fired. No t-implant was left in the patient's body. The procedure was successfully completed with non-significant surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference : (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the actuator stuck fully extended and the shaft bent almost 90 degrees. The suture and implants returned outside the channel with the knot fully open. There is biological debris on the returned items. A functional evaluation of the returned device finds it does not cycle as designed due to the extreme bend in the shaft. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image(s) found the fast-fix 360 inside the package. The suture is laying next to the device and has attached the t1 and t2 anchors, the suture is detached from the needle. The needle of the device is bent. Factors that could have contributed to the reported event include inadvertently bending of the needle or failure to fully actuate the device during implantation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.